Manufacturer narrative:
A system service check of the stellant CT injection system, serial number (B)(4), was completed on (B)(6) 2021 which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the procedure were discarded by the site; however, the customer was able to provide a lot number for the stellant CT disposable kit. Bayer product analysis received and examined a retained sds-ctp-spk disposable kit, lot number 8601709. Functional testing concluded that the disposables performed to specification with no problems observed. The offer of additional clinical applications training has been accepted by the customer and is scheduled for (B)(6) 2021. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The following information was reported to bayer. A (B)(6) female patient experiencing difficulty breathing underwent a computed tomography angiography (cta) of the chest to rule out a pulmonary embolism (pe) while connected to a stellant CT injection system (serial number (B)(4)). Upon review of the displayed images, the customer described a significant volume of air visualized within the right atrium extending to the main pulmonary trunk and bilateral main pulmonary arteries. The customer stated to bayer in a phone interview that he did not think the injector nor disposables were at fault but needed to have it checked out per their hospital quality team requirements. The patient was transferred to the intensive care unit (ICU) with appropriate consults made. An immediate search commenced for the patient to be transferred to a facility with hyperbaric capabilities. The family met and discussed the prognosis and opted to place their loved one into palliative care for comfort until her death. No autopsy was performed.